Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of repeated use were visible on the tops of the flutes. There were difficulties to dismount the blade. The investigation revealed that there is no dimensional issue or another issue related to manufacturing which could be the case for the difficulties to disassemble. A device history record review was performed for the affected lots, of the end products and also for its components, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. Functional tests were done. The (B)(4) material certificates were checked and it was found that all used (B)(4) material fulfilled the specifications. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product code is hwc. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: mar 23, 2010. Expiration date: feb 1, 2020. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a trochanteric femoral fracture on (B)(6) 2017 with proximal femoral nail antirotation ii (pfna ii) system implants, after the surgeon made an incision into the outer cortical and subchondral bone using the drill bit and reamer, he tried to insert the pfna blade and the blade interfered with the outer cortical bone. The surgeon then extracted the blade and found the tip of the blade was fixed even though it was equipped with a key for pfna blade. The surgeon thought there was something wrong with the blade, so he changed the blade size to 100mm but this blade also interfered with outer cortical bone. The tip of the blade was secured and the surgeon couldn't turn the blade when he extracted. Eventually the surgeon removed aiming arm, inserted the 100mm blade by using guide wire and completed surgery, with no other medical intervention required. The surgery was extended for 60 minutes due the reported event. There is no information available for reporting regarding the patient and surgical outcome. Concomitant devices: 1x unk aiming arm, 1x unk guide wire, 1x 356.822 / lot unk (drill bit), 1x 356.821 / lot unk (reamer), 1x 356.832 / lot unk (key f/pfna blade). This report is for the first phna-ii blade that could not be inserted and was not implanted in the patient. This report is 1 of 2 for (B)(4).